Manufacturer narrative:
A visual examination of the returned device revealed that the blue pull wire was intact and introducer sheath was placed near the distal end. The feeding tube was cut at approximately 6.4 cm from the outer ring and distal portion of the device was not returned. This portion was most likely placed in the patient. The dilating tip wire loop was broken and frayed at the apex. A small remnant of the wire loop was found to be attached to the interface with the pull wire. It was noted that the condition of the returned unit was not consistent with the complaint incident that the blue pull wire broke. Most likely excessive tension was exerted on the interface between the pull wire and feeding tube wire loop causing the wire loop to break. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 16564985 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the pullwire broke. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the pullwire broke. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.